Manufacturer narrative:
This report is being supplemented to provide microbiological testing and evaluation results. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of the water through the instrument and suction channels. The air/water channel, auxiliary channel, balloon channel and distal end were flushed. The detergent used for precleaning and manual cleaning was dr wiegert neodisher with endoclean. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, balloon channel and distal end. Olympus brushes were used for manual cleaning. Manual disinfection was not done. The automatic endoscope reprocessor (aer) used was a cantel uniclean pl endo 4 mmm group. Dr wiegert neodisher endosept pac was used as the detergent and dr wiegert neodisher endoclean was used as the disinfectant. The scope was stored vertically in a simple cabinet with no drying function. The scope was not sterilized. Olympus was used for maintenance and repair. After the device was returned to olympus, it was sent out for additional testing. The scope was sampled and tested on november 9, 2022. The elevator wire channel tested positive for staphylococcus epidermidis, staphylococcus borealis, and microbacterium oxydans with more than 20 colony forming units. The scope was sampled and tested a second time on november 16, 2022. The sampling solution of the instrument, biopsy and suction channel tested positive for microbacterium oxydans with 5 cfus, sampling solution of the air/water channel tested positive for microbacterium oxydans with 7 cfus, and the elevator wire channel test positive for microbacterium oxydans with more than 20 cfus. During device evaluation at olympus, it was found the up/down knob could not be locked securely due to wear of the forceps elevator lever, the air/water cylinder was deformed, the suction cylinder was corroded, the channel mount had foreign objects, the forceps channel port was corroded and dirty, the scope connector was corroded, the fixing force of the guide wire did not meet the standard value due to wear of the forceps elevator, and the instrument tube had discoloration. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been received at olympus. This event is under investigation. A supplemental report will be submitted upon receiving additional information or completion of the investigation.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide results of additional microbial testing. The scope was sampled and tested a third time on february 1, 2023. The sampling solution of the instrument, biopsy and suction channel tested positive for acidovorax temperans and brevundimonas aurantiaca with over 20 colony forming units (cfu), the sampling solution of the air/water channel tested positive for brevundimonas aurantiaca with more than 20 cfus, and the balloon channel tested positive for acidovorax temperans and sphingomonas paucimobilis with more than 20 cfus. The scope was sampled and tested a fourth time on february 8, 2023 after the scope was reprocessed again and putting the scope through several cleaning cycles (including soaking in seku-sept solution, intensively brushing the channels, machine processing with cds and ltsf reprocessing). The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.